Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." On (B)(6) 2020, mentor became aware that field h5 (labeled for single use?) Was mistakenly marked as "no" under the previous submission. It has been corrected to "yes" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 325cc mentor smooth round moderate profile; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old (B)(6) female patient underwent revision breast augmentation with 325cc mentor smooth round moderate profile and was presented with serious pain and swelling in the left breast. Patient is concerned with the bia-alcl awareness and the symptoms being related. Patient stated that the capsular contracture is a baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.